Event description:
A malfunction was reported on the pump, identified by a malfunction code, and there were no notable events before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, technical support arranged for a replacement pump to be sent to the customer and provided instructions for returning the faulty pump. The customer, who is not canadian, was informed about storing the pump and acknowledged all provided instructions from technical support.